Manufacturer narrative:
Per the clinic, the patient's skin was excised on (B)(6) 2013, due to skin overgrowth near the abutment. (B)(6). This report is filed on october 17, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent skin debridement around the abutment site on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013, due to skin overgrowth issues. Additionally, the site was injected with kenalog on (B)(6) 2013. The site was cauterized with silver nitrate. The patient was also treated with bactrim commencing on (B)(6) 2013, (number of days treated not reported). As of report from (B)(6) 2013, there have been no improvements to the site, revision surgery with abutment exchange is being considered. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.